Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 3 sealed and 1 unsealed 24ga x 0.75in. Insyte autoguard units from lot number 4150599. A functional test of the returned units revealed that the needle would fully retract when the safety mechanism was activated. No damage or defects were observed on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: attempted to start IV for patient's treatment. Needle would not retract twice causing extra pokes for the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.